Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 23020 and system error code 23034 were associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. System error code 23020 appears when the da vinci s safety system determines one of the switches in a specific manipulator is showing inconsistent signals on two switch leads. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. Upon determining this condition, the safety system put da vinci s in a recoverable safe state. System error code 23034 appears when the da vinci s safety system determines that after a specified amount of time, a valid event has not been seen for one of the remote compute engine switches. Upon determining this condition, the safety system puts da vinci in a recoverable safe state. The ecm was returned and evaluated. Engineering was able to replicate the issue experienced by the site. Functional testing of the ecm found that one of the switches in the manipulator shows inconsistent signals on its two switch leads. Engineering concluded that the inconsistent signals was likely due to a faulty switch and/or switch wiring. The camera focus control module cap (cfc) switch, the embedded serializer for the camera cannula (escc) board and connecting flex cable were replaced to repair the ecm. As of october 9, 2012, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, while draping the system, the site experienced multiple occurrences of system error code 23020 and system error code 23034. The site contacted isi for technical support assistance and the technical support engineer (tse) determined that the system error codes experienced by the site were associated with the port clutch on the endoscopic camera manipulator (ecm) arm. With the assistance of the tse, the site restarted the system several times, however, the issue recurred. With the assistance of the tse, the site performed an emergency power off of the system from the surgeon side cart, the patient side cart, pressed the release and port clutch button on the ecm several times, however, the issue persisted. The patient was under anesthesia, however, the port incisions were not yet created when the surgeon made the decision to abort the planned surgical procedure and perform the surgical procedure using open surgical techniques. No patient harm, adverse outcome or injury was reported.